Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced lack of rigidity with the device, which led to a revision surgery. During the procedure, it was decided to add saline fluid to the system. After doing so, the ipp performed as expected. There were no patient complications reported.